Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. Due to unexplained por a download was not performed. Device replacement was recommended.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was returned in backup vvi. The stored electrograms were reviewed and noise was noted causing a power on reset due to excessive hv charging. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
Additional information that the device was explanted.